Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-07469. It was reported the patient underwent a trial implant procedure. The trial leads were removed a few days later due to the patient experiencing a headache that's believed to be related to a cerebrospinal leak that occurred during the implant procedure. The headache resolved following a blood patch that was performed.